Event description:
The customer reported the battery pins are bent. The device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. J1 pin 3 is compressed / damaged.